Event description:
This is report 10 of 12. It was reported that approximately twelve shields would not close. The nurse stated it appeared the hole was slightly in the wrong place. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. (B)(6). As the sample was not returned a device analysis cannot be completed. A batch review of 13i12h12 was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection and function test were performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted